Event description:
According to the customer, on (B)(6) 2024 when removed the drain from the patient's back the "tube snapped".

Manufacturer narrative:
According to the customer, on (B)(6) 2024 when removed the drain from the patient's back the "tube snapped". The customer reported the remaining tubing was surgically removed after the incident occurred. The customer reported the patient "is in stable condition". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.